Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting began during phone call but customer needed a tubing clamp to test the high pressure alarm. Advised customer to change set and site following two consecutive high bgs and callback when clamp is received for further testing.